Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was not verified. The device was found in specification in relation to the reported "flow sensor issue, would not run a secondary infusion" which was not reproduced. The device passed all flow and functional testing and was found to operate as designed. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "flow sensor issue" and would not run a secondary infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.